Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes only removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("tubes only removed") in a 47 year-old female patient who had essure inserted (lot no. 12545934) for female sterilisation. The patient had a medical history of nulliparous and nulli gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2078 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with non-drug therapy (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: final pathologic diagnosis: a. Salpingectomy, left fallopian tube and essure device: 1. Fallopian tube showing paratubal cysts. 2. Medical device as per gross description. B. Salpingectomy, right fallopian tube and essure device: 1. Fallopian tube showing paratubal cysts. 2. Medical device as per gross description clinical history: pelvic pain gross description: a. Left tube essure device: there is a metal coil device that measures 3.0 cm in length and 0.1 cm in diameter. It is partly present within the tubal structure. Multiple clear fluid-filled cysts are present on the serosal surface that range in diameter from 0.1-0.3 cm in diameter. B. Right tube essure device: it consists of a fallopian tube with attached metal coil device. The fallopian tube measures 8.5 cm in length and ranges in diameter from 0.5-1.1 cm. Multiple clear fluid-filled cysts are present on the serosal surface that range in diameter from 0.1-0.3 cm. The metal coil device measures 3.2 cm in length and 0.1 cm in diameter. It is partly present within the fallopian tube. Specimens received: a: fallopian tube, salpingectomy - left tube and essure device. B: fallopian tube, salpingectomy - right tube and essure device. [Pregnancy test urine] on (B)(6) 2013: negative. The most recent follow-up information incorporated above includes data received on: 08-sep-2023: medical record received. Lot number & surgical pathology report added. Essure insertion & essure removal date updated. Product , patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes only removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("tubes only removed") in a 47 year-old female patient who had essure inserted (lot no. 12545934) for female sterilisation. The patient had a medical history of nulliparous and nulli gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2078 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with non-drug therapy (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: final pathologic diagnosis: a. Salpingectomy, left fallopian tube and essure device: 1. Fallopian tube showing paratubal cysts. 2. Medical device as per gross description. B. Salpingectomy, right fallopian tube and essure device: 1. Fallopian tube showing paratubal cysts. 2. Medical device as per gross description. Clinical history: pelvic pain. Gross description: a. Left tube essure device: there is a metal coil device that measures 3.0 cm in length and 0.1 cm in diameter. It is partly present within the tubal structure. Multiple clear fluid-filled cysts are present on the serosal surface that range in diameter from 0.1-0.3 cm in diameter. B. Right tube essure device: it consists of a fallopian tube with attached metal coil device. The fallopian tube measures 8.5 cm in length and ranges in diameter from 0.5-1.1 cm. Multiple clear fluid-filled cysts are present on the serosal surface that range in diameter from 0.1-0.3 cm. The metal coil device measures 3.2 cm in length and 0.1 cm in diameter. It is partly present within the fallopian tube. Specimens received: a: fallopian tube, salpingectomy - left tube and essure device. B: fallopian tube, salpingectomy - right tube and essure device. [Pregnancy test urine] on (B)(6) 2013: negative. Lot number: 12545934, manufacture date: 2012.09, expiration date: 2015.08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.